Event description:
It was reported that the balloon would not inflate, and the sleeve of the device was inadvertently left in the patient and had to be surgically removed. The patient was referred for a vascular procedure post mitral valve area (mva) for vascular arterial thrombus. A flap dissection was found in the tibioperoneal (tp) trunk. During the initial procedure on (B)(6) 2024, a 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment, however the balloon would not inflate. The device was removed, and a different stent was deployed without issue. However, the patient was brought back to the operating room (or) for thrombus formation and exploratory surgery. A. Surgery revealed a foreign body of a piece of plastic cover present on all coronary stents and balloons along with the a stylet, found in the popliteal artery. It is believed that the plastic cover/sleeve was left in the body during withdrawal of the stent delivery system. No fragments were left inside the patient after the surgery, and the patient was expected to fully recover.